Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump would unlock but the touchscreen was unresponsive to further inputs, including attempts by others and use of a stylus, with no visible damage noted, consistent with an unresponsive key/button issue involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact and blood glucose remained unaffected. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software problem associated with an unresponsive input function and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.